Manufacturer narrative:
(B)(4). Batch # unk. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that upon opening the packaging of the device for use in a bariatric procedure the manual release housing was found to be cracked. A like device of the same product code was used to complete the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).batch # p5622u. The analysis found that one plee60a device was returned with the handles open and with no cartridge loaded on the device. No functional test could be performed due to the condition of the device. While no conclusion could be reached as to how the shrouds became damaged. It should that as part of our quality process; each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.